Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Investigation findings will be reported under manufacturer report number 2916596-2025-02255. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient underwent a pump exchange on (B)(6) 2023 due to infection. They experienced persistent drainage from driveline exit site. The device operated as expected. This is covered under MFR # 2916596-2025-02255.

Manufacturer narrative:
Manufacturer report number 2916596-2025-02255 was determined to be duplicate to this event. D6b corrected. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection and a correlation to the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined. (B)(6) was returned assembled with the pump cable and the modular cable. The outflow graft and outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump return for evaluation, and the apical cuff was not returned. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as a potential adverse event that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Manufacturer report number 2916596-2025-02255 was determined to be duplicate to this event.